Manufacturer narrative:
(B)(4). Insulin pump received with minor scratched lcd window, deep crack on reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has a large crack initial. Blood glucose value is 5.1 mmol/l. Customer stated that the crack is around the reservoir window and outside along the bottom of the insulin pump . It was stated that the damage occurred due to wear and tear. It was also reported that the holster is not holding in place and he is holding it together with duct tape. Nothing further reported.